Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer stated that they not got proper insulin after shower using insulin pump. Customer experienced high blood glucose of 353 mg/dl which was treated with manual injection. No harm requiring medical intervention was reported. The device will not be returned for analysis.